Manufacturer narrative:
Manufacturing site: (B)(4). Manufacturing date: february 02, 2015. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: a tfna coupling screw (03.037.026) was received at the investigation site jammed inside of the tfna screw inserter. When received, the screw could move about 5 mm up and down, but it could not be extracted from the screw inserter under a reasonable amount of force. There is some discoloration and residue in the threads at the tip of the screw. After separating the two parts by applying extra torque to the handle of the coupling screw, it revealed that the shaft of the coupling screw was slightly bent, causing it to catch on the inside of the screw inserter. This would have acted to prevent disassembly during the case. Because the head element had rotated 180 degrees with respect to the screw inserter while connected to the coupling screw, this may have caused the shaft of the coupling screw to bend in order to accommodate this rotation while being held in place by the threads at the top and the bottom of the shaft. We sent the coupling screw back for decontamination after separating it from the screw inserter, and found that it disassembled more easily from the screw inserter upon return, suggesting that debris from the surgery caused clogging inside the screw inserter during the case. It had been reported that there had been no issues with assembling or disassembling the instruments prior to this case. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The combination of bending and surgical debris contributed to difficulty in separating the coupling screw from the screw inserter. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported an (B)(6) female patient presented to the operating room with a left subtrochanteric fracture and spinal fracture reportedly due to multiple trauma from an auto accident. The surgeon was inserting a tfna (trochanteric fixation nail -advanced) in the femoral neck and head for the femoral fracture. Upon using the step drill it was noted that the patient had hard bone, and when the step drill was removed, the tip looked as if of it had been burned. The lag screw was placed without tapping; requiring much force. The amount of torque needed allowed the screw inserter to rotate inside the lag screw. An intraoperative x-ray was taken, and it was noted that the screw was in the incorrect orientation, and the proximal end of the lag screw looked damaged. The threads were undamaged, but the end of the lag screw where it adjoins the screw inserter was flared out from the excessive force used. The lag screw was removed and a new lag screw was placed without issue in the correct orientation. The screw inserter was also damaged in the process as the connecting screw and the inserter are stuck together and could not be separated. The trochanteric fracture procedure was completed with an approximately fifteen minute delay, and the patient was reportedly stable. The patient then reportedly remained in the operating room, and the spinal injury was treated by a different surgeon. No information is known about the spinal surgery. This is report 2 of 3 for (B)(4).